Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly powered off after the verify screen alarmed and vibrated. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on evaluation, the black box data showed no evidence of power interruption. The pump powered on without difficulty. On examination, there were no visible cracks noted in the battery compartment. The threads were intact in the battery compartment and on the battery cap. The battery cap tightened securely with no yellow o-ring visible. The battery cap was turned one complete revolution without loss of power. The pump was removed from its casing and the power connections inspected with no defects found. A rewind, load and prime sequence was performed with no loss of power and no alarms. The pump was evaluated and found to be operating within required specifications.